Event description:
It was reported that during an unk procedure, the white patch on the non-active blade melted. The surgeon finished the procedure with another device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.